Manufacturer narrative:
The coaguchek softclix has been requested for return. The investigation is ongoing. Initial reporter occupation: occupation is patient/consumer.

Event description:
There was an allegation of an issue with a coaguchek softclix lancing device. It was reported the lancet was set to 5.5. Reportedly the pen clicker was pressed to load the lancet and the yellow dot was pressed to fire the lancet, however, the patient allegedly did not hear the lancet fire. It was reported the lancet was sticking out of the cap. The patient confirmed the lancet was seated properly and the cap was snapped into place. The patient's finger was reportedly sore.

Manufacturer narrative:
The customer has not returned the product. Since the product was not returned, the cause of the event could not be determined.